Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2012. According to the complainant, during the procedure the physician stated the guidewire appears frayed and fractured. The peg tube could not be pushed through the abdomen. The procedure was completed with a new endovive standard peg kit pull method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination found the guidewire to be inserted completely through the g-tube and push delivery system. The outer coiled wire was found to be unraveled and the core was broken. The ball welds were intact on both ends of the guidewire. During the evaluation it was noted that the core wire had broken at approximately 2.5mm from the ball weld. The fracture occurred at shoulder where the core wire transitions from round to flat wire. It was also noted during the evaluation that the core wire was bent adjacent to the ball weld. The condition of the returned unit was consistent with the complaint incident that the device coil wire unraveled. It appears the guidewire might have received a bending force to causing the core wire to break at the shoulder (transition from round wire to flat), an area of higher stress concentration. The bending of the core wire adjacent to the ball weld is also indicative of an applied bending force. It remains unknown if the core wire failure occurred due to a supplier quality, manufacturing/ packaging, customer handling/prep of the device or procedural factors, therefore the most probable root cause is undeterminable. A device history record (DHR) review of lots 14618611 was performed and revealed no issues related to the reported complaint.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2012. According to the complainant, during the procedure the physician stated the guidewire appears frayed and fractured. The peg tube could not be pushed through the abdomen. The procedure was completed with a new endovive standard peg kit pull method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4):the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.